Event description:
It was reported that during a gastric bypass procedure, the first device: occurred on first firing, squeezed the handle two times and on third squeeze the instrument locked out and partially cut. The second device: when using the stapler the edges were not well stapled and required add'l suturing to close completely. Surgeon stated that the outside staple lined were open. They were not sure what firing they were on but it occurred on the stomach tissue." Another device was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.